Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has fell several times on the head in the previous year and is experiencing fluctuation in hearing. At the time of last testing in (B)(6) 2018 the user was not able to hear with the device. No further steps have been scheduled currently.

Manufacturer narrative:
Based on the received information from the field and in situ measurements, a transient air bubble over the reference electrode seems to be the cause for the observed impedance fluctuations of the ground path impedance (gpi). However a damage to the reference electrode which might have been caused by the reported impact cannot be excluded. To determine an exact root cause a device investigation would be necessary. Reportedly the recipient reports to be doing well and will be monitored by the clinic.

Event description:
The recipient fell several times on her head in the previous year and experienced intermittencies in hearing with the device. It was reported that the recipient was not able to hear with the device in (B)(6) 2018. As per additional information received the recipient is currently hearing well and will be further monitored to determine the next steps.